Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci), the stent dislodged while trying to cross the calcified lesion. No add'l info is available at this time despite multiple attempts.